Manufacturer narrative:
This report is submitted on march 10, 2023.

Manufacturer narrative:
This report is submitted on january 30, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023 in order for the patient to access MRI without the need for magnet removal. The patient was reimplanted with another cochlear device during the same surgery.